Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced a burning sensation near the location of the implant. It was further reported the patient feels the icm does not work as no one has reached out. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no performance issues related to the device.